Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of insulation damage and sensing noise were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the ring electrode coil appeared to be fractured at the is-1 region and damaged the insulation. Scanning electron microscope analysis was performed and confirmed that all filars of the ring electrode coil were fractured. The cause of the reported events was isolated to ring electrode coil being fractured consistent with bending fatigue.